Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the common bile duct. A 10.0x30x75cm express ld iliac / biliary stent was advanced to treat the lesion. The balloon of the stent delivery system (sds) was inflated to deploy the stent however during deflation the stent was still stuck on the balloon. The balloon was inflated and deflated again, but the stent came off the balloon and migrated into the duodenum. The dislodged stent was retrieved with endoscopic forceps. The procedure was completed using a different size express ld iliac / biliary stent. No patient complications were reported.